Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridges did not fit properly onto the pump. A cartridge change was performed resolving the issue. Blood glucose was not impacted.